Event description:
The customer received a questionable intact human chorionic gonadotropin + the b subunit (hcg+b) result for one patient sample from the analytical e module analyzer serial number 1857-22. The initial result was 65.9 miu/ml and was reported outside the laboratory. The physician questioned this result and asked the lab to repeat testing as the patient had a miscarriage and the physician was comparing this result to a previous result for the patient. The repeat result on (B)(6) 2014 was 242.5 miu/ml and was in line with what the physician expected. The patient was not adversely affected. The field service representative found there was an issue with the onboard reagent pack. The customer removed and discarded the reagent pack. The field service representative checked all reagent, sample, sipper and mix functions. The hcg+b calibration and qc were in range and all checks passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the customer's statement that all qc was within range, a general reagent issue was not suspected. Review of the provided instrument alarm information indicated a possible issue with the instrument liquid level detection (lld) or with the sample integrity.